Manufacturer narrative:
Further investigation of the patient sample determined that it contained an interferent to a component of the ft3 assay. This interference is covered in product labeling.

Manufacturer narrative:
(B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested with the elecsys tsh assay, elecsys ft3 iii, the elecsys ft4 iii assay, and roche diagnostics cobas elecsys anti-tpo on a cobas 8000 e 801 module. The sample also had an erroneous result for the elecsys ft4 ii assay when tested on a second e 801 analyzer used for investigation. This medwatch will apply to the ft3 assay. Please refer to the medwatches with the following patient identifiers for information related to each other affected assay: (B)(6) = tsh, (B)(6) = ft4 iii, (B)(6) = anti-tpo, (B)(6) = ft4 ii. The sample was tested on the customer's e 801 analyzer, then tested on abbott architect analyzers at the customer site and another laboratory. The sample was provided for investigation where it was tested on a second e 801 analyzer. Measurements for tsh, ft3, and ft4 iii were performed on the e 801 analyzer used for investigation on (B)(6) 2018. Measurements for ft4 ii and anti-tpo were performed on the e 801 analyzer used for investigation on (B)(6) 2018. No adverse events were alleged to have occurred with the patient. The e 801 analyzer used at the customer site is serial number (B)(4). The e 801 analyzer used for investigation is serial number (B)(4). Ft3 reagent lot number 314824, with an expiration date of may 2019 was used on this analyzer.